Event description:
Additional information received from manufacturing representative (rep). Rep reported that impedances resolves on their own after stimulation was increased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a representative called from the operating room during a battery replacement procedure, noting low impedances. The patient had previously experienced high impedances before surgery. The battery had already been surgically replaced, and impedances fluctuated as an older model extension was inserted and reinserted. The representative reported bipolar low impedances on the left side at c1, showing readings of 69 ohms and 67 ohms. Tts reviewed potential causes for low impedances and how electromagnetic interference (emi) can also affect impedances in the or. It also suggested obtaining imaging of the lead to check for any potential damage. The representative indicated they did not need the agent to remain on the line during troubleshooting attempts.